Manufacturer narrative:
The reported smartstitch pp connector, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was established. From the information provided, the jaw broke off. Visual inspection shows the returned connector was received with its s-clamp received loose from the s-hook therefore customers complaint was confirmed. An internal investigation for the jaw coming off is currently in process to determine the exact root; however, a preliminary investigation was performed and the investigation revealed that the angular dimension of the s-clamp hook was out of specification. Changes to the component have been implemented to prevent this failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the jaw that clinches down broke off. It is unknown whether the device broke inside the patient and/or if piece was removed. However, no patient injury or surgical delay was reported.